Event description:
On 11/26/90, an ipp device was implanted. On 9/5/96, the left cylinder was revised. On 4/12/96, the right cylinder, pump and reservoir were revised. On 7/29/96, the device was removed from the pt due to infection-pumps/scrotum.